Event description:
It was reported while using bd® blunt fill needle 18 g x 1 1/2 in. Foreign matter was found on one needle. There was no report of patient impact. The following information was provided by the initial reporter: 3 lots of 18g blunt fill needles were found to be contaminated with black particles on the plastic pf the needle shields. One needle was found to have a black particle on the needle itself once pharmacy staff went to use it for sterile compounding. This same issue was reported previously. Affected lots are below: lot#2299398. Lot#2245200. Lot#2299390 (this lot had the particle on the inside on the needle). I have the samples in my possession and can mail them back for examination. Cs responded with additional info on 3/31; did all lot issues occur on the same day? If different dates, please be clear which lot effected on which date. Yes, all issues were noticed on the same day. How many from each lot were affected? Please clarify as it is hard to tell from multiple photos. The needle with the particle on the needle was lot #2299390 and was the last needle we had from that lot #. There are approximately 10 needles from each of the other 2 lots. Can you confirm there was no patient involvement? & all was noticed before use. No patient involvement that we know of, the needle was noticed to have a particle on the needle prior to use, which then prompted investigation of all lots in stock.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17apr2023. It was reported needles were found to be contaminated with black particles on the plastic of the needle shields. One needle was found to have a black particle on the needle itself. To aid in the investigation, two thousand eight hundred thirty-nine samples in sealed packaging blisters and eight photos were provided for evaluation by our quality team. Two thousand sixty-six samples were received from lot 2299390, five hundred thirty-seven samples from lot 2299398 and one hundred thirty-six samples from lot 2245200. Eight hundred samples were randomly selected for evaluation. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. An additional thirteen samples were received from the reported lots. The eleven samples from lot 2299398 and one sample from lot 2245200 were in sealed packaging blisters, and the one sample from lot 2299390 came in an opened packaging blister. A visual inspection was performed, and no defects or imperfections were observed. The eight photos provided show needles assemblies with what appears to be black specks of embedded degraded resin in the needle shield. No other defects or imperfections were observed. A device history record review was completed for provided material number 305180, lots 2299398, 2245200 and 2299390. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality issues. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. However, with no affected sample analysis a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported while using bd® blunt fill needle 18 g x 1 1/2 in. Foreign matter was found on one needle. There was no report of patient impact. The following information was provided by the initial reporter: 3 lots of 18g blunt fill needles were found to be contaminated with black particles on the plastic pf the needle shields. One needle was found to have a black particle on the needle itself once pharmacy staff went to use it for sterile compounding. This same issue was reported previously. Affected lots are below: lot#2299398 lot#2245200 lot#2299390 (this lot had the particle on the inside on the needle) I have the samples in my possession and can mail them back for examination. Cs responded with additional info on 3/31; did all lot issues occur on the same day? If different dates, please be clear which lot effected on which date. Yes, all issues were noticed on the same day. How many from each lot were affected? Please clarify as it is hard to tell from multiple photos. The needle with the particle on the needle was lot #2299390 and was the last needle we had from that lot #. There are approximately 10 needles from each of the other 2 lots. Can you confirm there was no patient involvement? & all was noticed before use. No patient involvement that we know of, the needle was noticed to have a particle on the needle prior to use, which then prompted investigation of all lots in stock.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.